Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a check supply line alarm which occurred on the homechoice (hc) during fill. The tech had disconnected the supply bag and moved it to the heater. The technical service representative (tsr) helped the tech to end therapy early. The home patient (hp) would disconnect for the day. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.